Manufacturer narrative:
The investigation was completed on 19-dec-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31122734l and no internal actions to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis. During the procedure, the patient's blood pressure dropped. Pericardial effusion was confirmed by ultrasound; however, the procedure was continued because there was pericardial effusion before the procedure and the effusion was not high enough to insert a needle. After the procedure, the blood pressure was still low, so drainage was performed and the blood pressure returned to normal. Discharge was extended by one day for follow-up observation. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The physician assumes that the event may have been caused by the wire momentarily entering the atrial appendage when it was placed into the left superior pulmonary vein (lspv) after the brockenbrough (bb). However, since there were occasions during the mapping when the octaray hit the atrial appendage hard, the possibility that the cardiac tamponade was caused by the octaray cannot be ruled out. Atrial septal puncture was performed by radio frequency (rf) needle. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 50w15ml during thermocool® smart touch® sf bi-directional navigation catheter ablation. Additional information was received. Patient improved. No error messages were observed on biosense webster, inc. Equipment during the procedure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).